Manufacturer narrative:
Continuation of d10: product ID {(B)(4)}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {(B)(6) 2026}, explant date: {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, a recapture was required for an unspecified reason. The valve was then successfully deployed. Subsequently, the delivery catheter system (dcs) was pulled back to the descending aorta where the valve was initially recaptured. Moments later the patient began complaining of back and chest pain. An angiogram was performed which revealed a focal dissection in the descending aorta. Subsequently, the patient was intubated, a stent graft was placed to regain flow, and the patient was kept overnight for further monitoring. Per the physician, dcs interaction with the patient's calcium contributed to the dissection.